Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the ICD exhibited non-sustained oversensing. The device was cleared but more oversensing episodes were collected. The device was reprogrammed and the issue was resolved. No patient symptoms were reported.